Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the implantable neurostimulator (ins) did not hold a charge. This issue was discovered about a year prior to the report. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.